Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre reader. The customer reported that on (B)(6) 2020, an unspecified low reading was received on his reader and he experienced symptoms of nausea and fatigue. Emergency services were called and upon their arrival, a reading of 32 mg/dl was obtained on the freestyle libre reader. The customer was treated with jam tartin (food), but the customer vomited post-treatment. A paramedic meter reading of ¿hi¿ was obtained, and the customer was transported to a hospital. A healthcare meter reading of greater than 600 mg/dl was obtained at the hospital, and the customer was hospitalized with a diagnosis of diabetic ketoacidosis (dka). Information regarding treatment received at hospital was not given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Dhrs (device history record) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre reader. The customer reported that on (B)(6) 2020, an unspecified low reading was received on his reader and he experienced symptoms of nausea and fatigue. Emergency services were called and upon their arrival, a reading of 32 mg/dl was obtained on the freestyle libre reader. The customer was treated with jam tartin (food), but the customer vomited post-treatment. A paramedic meter reading of ¿hi¿ was obtained, and the customer was transported to a hospital. A healthcare meter reading of greater than 600 mg/dl was obtained at the hospital, and the customer was hospitalized with a diagnosis of diabetic ketoacidosis (dka). Information regarding treatment received at hospital was not given. There was no report of death or permanent injury associated with this event.